Event description:
On (B)(6) 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The aneurysm measured 54mm. During the procedure, it was confirmed that the device was positioned inside the contralateral gate, as intended. On (B)(6) 2012, f/u ultrasound revealed a type ii endoleak originating from a lumbar artery. The aneurysm sac had decreased to 41mmx48mm. On (B)(6) 2013, f/u ultrasound showed sac enlargement to 44mmx46mm. On (B)(6) 2013, f/u ultrasound show sac enlargement to 49mm, as well as a type iii disconnect endoleak between the trunk-ipsilateral leg component and the contralateral leg component. It is the physician's opinion that this attributable to the type ii endoleak. The pt then underwent a computed tomography scan that confirmed that the contralateral leg component was completely outside of the contralateral leg gate. The pt underwent an aorto-uni-iliac procedure with a cook device. The pt tolerated the procedure.